Event description:
The facility reported a colleague infusion pump that "has been dropped, has case damage". This condition had the potential to interrupt delivery. The event was reported to have occurred during a biomed check in the biomed service department, however, the process step is unidentified. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Correction: upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury.